Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha for left hip on (B)(6) 2021. A postoperative infection was reported on july 16, 2021. Patient recovered on (B)(6) of the same year.